Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17674966.

Event description:
It was reported that the patient had to charge the ipg more often. The patient underwent a spinal cord stimulator (scs) system revision procedure wherein the leads and ipg were replaced. It was unknown as to why the leads were replaced. The patient was doing well postoperatively. The explanted products were kept by the facility and will not be returned.